Manufacturer narrative:
This report is filed, (B)(6) 2016.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2016. The site was sutured closed and the patient was prescribed a ten day course of oral antibiotics prophylactically.